Manufacturer narrative:
(B)(4). This report of use error - breach in aseptic technique and peritonitis is confirmed because it was reported that the there was a breach in aseptic technique, described as touch contamination, causing peritonitis. However, the assignable cause could not be determined. A labeling review has been performed, finding that current labeling provides ample instructions related to the prevention of the use error in this report. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information from a nurse of peritonitis with culture positive staph epidermidis coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2012, the patient's wife contacted baxter customer services and reported the following information. On an unreported date, the patient made a mistake described as a touch contamination and shirt sleeve touched the cap. On (B)(6) 2012, the patient was diagnosed with peritonitis and hospitalized for the event. Cause of peritonitis was the touch contamination and shirt sleeve touched the cap. The patient was treated with unspecified antibiotics. On (B)(6) 2012, the patient was discharged from the hospital. Pd therapy was ongoing. At the time of this report, the patient remained on antibiotic therapy and was recovering from the event. On (B)(4) 2012, gpv contacted the peritoneal dialysis registered nurse (pdrn) regarding the peritonitis event. The following information was reported. The nurse confirmed the patient was hospitalized for peritonitis (B)(6) 2012. The nurse confirmed the cause of peritonitis was a touch contamination. The patient was treated with a 21 day course of an unspecified antibiotic. Pd therapy was ongoing. On an unreported date, the patient was retrained on aseptic technique. At the time of this report, the peritonitis had resolved as evidenced by recent cell count result of "zero". The pdrn stated the peritonitis was unrelated to the homechoice machine or any disposable part. On (B)(6) 2012, product surveillance contacted the patient's wife regarding the reported issue. The following information was reported. The patient's wife clarified that the patient's sleeve touched the minicap, which caused the contamination and resulted in peritonitis.

Manufacturer narrative:
(B)(4). This complaint is against the minicap but the minicap in use at the time of the incident was unknown. The specific product code for the minicap is unknown. The brand name and 510k have been provided in this MDR. The sample was requested, but was discarded by the user. The lot number was unknown; therefore a batch review cannot be performed. A follow-up report will be submitted if additional information becomes available.